Manufacturer narrative:
Device codes: problem code 3009 captures the reportable event of incorrect wire orientation/positioning. (B)(6). Visual examination of the returned device revealed no visual defects. It looks under good condition without evidence of damages or anomalies. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within specifications. The complaint was not consistent with the reported event of incorrect wire orientation. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the autotome rx 44 was inserted into the duodenoscope which was in a side view position. It was noticed that the cutting wire was oriented in the wrong direction which could not perform further cannulation. Reportedly, there was tortuous anatomy or other procedural factors impacting scope positioning. There was no visible damaged to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the autotome rx 44 was inserted into the duodenoscope which was in a side view position. It was noticed that the cutting wire was oriented in the wrong direction which could not perform further cannulation. Reportedly, there was tortuous anatomy or other procedural factors impacting scope positioning. There was no visible damaged to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.